Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) was fusing the right ventricular (rv) pace with the rv sense beat. It was also reported that some undersensing was observed. The patient has a history of frequent ventricular fibrillation (vf) and torsade rhythms that appear to be noise. The physician reported that no left ventricular (lv) lead is being used, yet lv markers are noted on the electrograms. In addition, review of the real-time electrograms confirmed a few beats of fine vf that were undersensed.